Event description:
Meter name: one touch basic enhanced, strip name: lifescan, meter code: strip code: both unknown, strip storage: unknown, symptoms: dizzy. A patient reported they were hospitalized and treated by the fire rescue. Their meter allegedly was inaccurately low. The result on their meter was 118 (no units). The result on the fire rescue was 253 (no unit). The time difference between patient's meter and fire rescue was half an hour. Treatment is unknown. Patient's doctor told the pt to stop taking medication one week before due to low result on the meter. No further information has been reported.